Manufacturer narrative:
One device was returned for repair. Visual inspection found defective dso sensor. The event revealed many downstream occlusion alarms. The dso sensor was replaced, and the device passed all functional tests after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported there was an "error: downstream occlusion". The product fault occurred while in use with the patient. There was delay in infusion therapy.